Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the reported clip entanglement with the clip delivery system (cds 804255u271). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The first cds (80518u109) was advanced to the mitral valve. While retracting the cds into the left atrium to reposition the clip, the cds was caught on the chordae and caused a small chordae tear. The clip was implanted; however, there was no mr reduction. A second clip was implanted with no mr reduction. A third cds (804255u271) was advanced; however, when trying to reposition the clip, the clip became caught in the chordae, and could not be freed. The leaflets were still able to be grasped with the chordae. The clip was implanted, but there was no change in mr. Three clips were implanted, and the mr remains at 4+. The patient is stable. There is no additional treatment planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported entrapment of device (clip becoming caught in chordae) appears to be due to the user technique (physician re-positioned the clip and the device became caught in the chordae). Additionally, the reported unchanged mitral regurgitation appears to be a result of procedural conditions of entrapment and implantation of the device on the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.